Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they have experienced high blood glucose levels of 400 mg/dl and that the insulin pump also had no delivery and motor error alarms. The customer added they did not know the actual blood glucose level was when it started, a year prior to the call, but stated that they experienced a 428 mg/dl on (B)(6) 2017, as well. Troubleshooting was performed. The customer had symptoms of abdominal pain. The customer treated with insulin pen. Customer's blood glucose value was 184 mg/dl at the time of the call. Customer declined to troubleshoot for high readings. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Troubleshooting for motor error was also performed. The insulin pump was not exposed to high magnetic fields. The customer was able to complete pump rewind but the alarm history contained more than one motor error within a 30 day period. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.